Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
Customer reported that "while in use, a sudden noise (sounds like axis misalignment noise) occurred from borf32. Stopped the device immediately and replaced the whole circuit to the new one." No adverse effects on the patient. Occurred during patient use. Reference no. (B)(4).

Manufacturer narrative:
The sample was received for investigation. The rotaflow 32 has been connected to the rotaflow drive serial no. (B)(4). Calibration due date: (B)(6) 2016. Testing with water at rpm 1500, and lpm 4,15 l/min was performed. No noise or any other abnormalities were found. The most possible root cause could not be identified. The failure could not be confirmed. Therapy application manager has been investigated the video. It was not possible to reproduce the exact hydrodynamic conditions at customers site to simulate the situation. Therefore, this data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).